Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown stem lot# unknown, item# unknown unknown head lot# unknown, item# 00875705202 shell with multi holes porous 52 mm o.d. Size ii for use with ii liners lot#64004602. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 7 days post initial implantation due to rattle sound heard from the hip joint. It was found during revision that the liner was dislodged from the shell

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.